Event description:
Implantable pulse generator (ipg) system has several problems. The atrial lead was not sensing and the ventricular lead exhibited a lead fracture on x-ray. An invasive procedure was performed to replace the system. There were no direct allegations on the ipg. The ipg was replaced and the leads were capped.